Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not available for evaluation and no photos were provided. It was reported that the delivery system kinked during tracking the device crossover to the target lesion. A difficult tracking anatomy or use of inadequate accessories may be potential factors for the reported issue. It was reported that the tracking anatomy was tortuous, no indication for use of inadequate accessories were reported. A kink in the delivery system may lead to the reported impossibility to deploy the stent. However, as the device was not returned, no product evaluation could be performed. Based on information available and as no sample was returned for evaluation, the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be determined. The intended placement of the stent in the iliac artery represents an off label use of the device. Labeling review: relevant labeling supplied with this product was reviewed. The reported issue and potential factors regarding the reported difficulties during insertion of the delivery system were found addressed. The instructions for use states: "advance the device over the 0.035-inch (0.89 mm) diameter guidewire through the sheath introducer. Always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation. Note: if resistance is met during delivery system introduction, the system should be removed and another system should be used. Caution: always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended." The intended placement of the stent in the iliac artery represents an off-label use of the device. Based on the instructions for use supplied with this product the lifestent xl vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac stenosis via the crossover approach, the stent shaft was allegedly kinked at the crossover maneuver. It was further reported that the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a stent placement procedure in the iliac stenosis via the crossover approach, the stent shaft was allegedly kinked at the crossover maneuver. It was further reported that the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned with the shipping lock in place and the stent completely loaded inside the system. A kink of the delivery system as alleged by the customer could not be found. The device was contaminated with coagulated blood. After the shipping lock was removed, the stent could be deployed using the thumbwheel as well as the fast track deployment lever. It was reported that the delivery system kinked during tracking the device crossover to the target lesion. A difficult tracking anatomy or use of inadequate accessories may be potential factors for the reported issue. It was reported that the tracking anatomy was tortuous, no indication for use of inadequate accessories were reported. A kink in the delivery system may lead to the reported impossibility to deploy the stent. However, based on evaluation of the sample returned, no product deficiency and no damage of the delivery system catheter or the deployment mechanism could be identified. Based on information available and evaluation of the sample was returned the investigation is closed with inconclusive result. The reported issue of the delivery systems catheter getting kinked during tracking could not be reproduced. A definite root cause for the reported issue could not be determined. The intended placement of the stent in the iliac artery represents an off label use of the device. Labeling review: relevant labeling supplied with this product was reviewed. The reported issue and potential factors regarding the reported difficulties during insertion of the delivery system were found addressed. The instructions for use states: "advance the device over the 0.035-inch (0.89 mm) diameter guidewire through the sheath introducer. Always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation. Note: if resistance is met during delivery system introduction, the system should be removed and another system should be used. Caution: always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended." The intended placement of the stent in the iliac artery represents an off-label use of the device. Based on the instructions for use supplied with this product the lifestent xl vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac stenosis via the crossover approach, the stent shaft was allegedly kinked at the crossover maneuver. It was further reported that the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.